Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the outer jacket of the mpu patient cable was scuffed and marred. The damage likely occurred when the cable was coiled. The patient cable was replaced. Technical service noted the damaged when the unit was evaluated. The reported event, of a yellow wrench alarm on the mpu, was not confirmed when the unit was checked by technical service. No operational issues were found when the unit was checked. The mpu operated properly when tested; the reported yellow wrench alarm did not occur. The mpu patient cable was replaced ¿ as the outer jacket of the mpu patient cable was scuffed and marred. The outer jacket damage appeared to be superficial ¿ there were no exposed wires, breaks or cuts to the outer jacket. The repaired mpu was functionally tested and returned to the customer. The mpu assembly (pn 108285) was made in (B)(6), 2020. The unit was packaged (pn 100159807) and placed into stock on (B)(6), 2020. The mpu was sent to the customer on (B)(6)2020. The unit had no previous services. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook p. 207 - ¿alarms and troubleshooting¿; p.219 ¿no external power alarm¿; p.223 power cable disconnected alarm and the heartmate 3 lvas IFU p. 7-1 ¿alarms and troubleshooting¿; p. 7-15 ¿no external power alarm¿; p.7-18 power cable disconnected alarm¿. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.80) and the heartmate 3 lvas IFU (p.3-37). The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patients mobile power unit was alarming and the yellow wrench advisory alarm indicator illuminated.